Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left pulmonary upper lobe resection, the device was able to fire but when the blood vessel are damaged, there was poor staple formation found. The staple are not closed properly in the blood vessels and the staple line was incomplete wherein it was fixed with a clamp. They used clip and ultrasonic knife to complete the issue.